Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastrectomy procedure, after making about 15 seals, the device caught on a trocar. The device jaws were checked and the gray insulation was about to be peeled. The insulation was not disengaged. Since the physician felt difficulty inserting and removing the device through trocar, a new device was used to continue the procedure. The physician had already been informed to close the jaws before making in and out of the trocar. There was no patient harm.